Event description:
The customer reported that the device failed the operational check test with a failure to charge.

Manufacturer narrative:
(B)(4). The customer reported that the device failed the operational check test with a failure to charge. There was no reported patient involvement. A philips field service engineer evaluated the device. The problem could not be reproduced. No trouble was found. This was a malfunction that caused a test failure during the operational check. Because the problem could not be recreated and because no trouble was found we are unable to determine the cause.